Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following right pulmonary vein ablation and following left pulmonary vein ablation. The ensite case study indicated increases in impedance during radio frequency delivery in 36 ablation events throughout the study. However, no anomalies were noted during the ablation events prior to removal. During ablation of the left pulmonary vein, an ablation reached a maximum power of 53w and lasted 17 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, blood clots were observed on the catheter following the completion of a right pulmonary vein in smooth tissue with point by point lesions. The sequence of the procedure was starting from the transseptal puncture, pre-left atrium mapping, right pulmonary vein and then left pulmonary vein ablation, cavotricuspid isthmus ablation, induction, and post-mapping. The blood clot was removed with a cloth each time and the procedure was completed with no adverse consequences to the patient.